Manufacturer narrative:
(B)(4). It was reported the onset date of the umbilical hernia was ¿months ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported the hernia was diagnosed after the start of pd therapy. It was reported the patient was hospitalized for the event. Thirty-seven days prior to receipt of this report, the patient underwent surgery to repair the umbilical hernia. Two days after the surgery the patient was discharged from the hospital. At the time of this report the patient was recovering from this hernia event. One day after the hernia surgery, pd therapy was stopped and hemodialysis was started. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.